Manufacturer narrative:
We performed a functional check of the lithotriptor; all motorized and water/air functions were good, as was the disintegration test check. The following readings found to be slightly out of specification: heating current: slightly high by 0.19. Current input for energy: slightly high (ranging from 0 - 0.12) . High voltage: slightly low (range .04-0.22). Hematomas are a known side effect of lithotripsy, which is address in our IFU.

Event description:
The slx lithtriptor unit, owned by healthtronics, was in use at plains regional medical center in clovis, nm and, allegedly, following a lithotripsy procedure, the patient presented with a hematoma the following day and was admitted to the hospital. The patient was kept overnight for observation and was released the next day without further treatment and in reportedly stable condition.